Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the minute ventilation (mv) sensor was being disabled due to noise on the right atrial (ra) lead. Boston scientific technical services (ts) was asked for a consult because the patient was experiencing palpitations after a programming change made to address the aforementioned issue. Ts discussed programming options. Later, ts was contacted again, this time regarding noise and oversensing on ra and right ventricular channels. Chronic small amplitude noise was noted on the ra channel. Ts suggested asking the patient about possible sources of electromagnetic interference (emi). The patient was then implanted with a leadless pacemaker for backup pacing. Ts was later contacted a third time because the patient was having bouts of dizziness with noise and back-up pacing from the leadless pacemaker being seen on this device. The device and leads remain in service. No additional adverse patient effects were reported.